Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was double clicking and not recoverable. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that tower door 3 was double-clicking. A field service engineer (fse) removed the middle panel and replaced the wire harness on door 3. The fse cleaned the micro switch contacts, applied black grease, replaced the wiring harness, and added a stabilizer to the harnesses. The customer successfully logged in and performed a recovery and then the customer logged in and inventoried medications into door 3. The test was successful. The system functioned as intended after the field service engineer repaired the device.